Event description:
Reporting status: serious injury - required intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the stent slipped off the balloon and was retrieved with a snare. No additional event or patient information is available.